Event description:
It was reported that a granuloma was discovered. The pt received hydromorphone 25 mg/ml at a daily dose of 12 mg. The hcp discovered that the granuloma had pushed the catheter out of the intrathecal space. The doctor removed the granuloma and re-inserted the catheter back into the intrathecal space in 2008. Final pt outcome was not reported.

Manufacturer narrative:
.